Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. There was no evidence of the reported issue in the event history log. Functional check was performed and the reported issue was unable to be confirmed. The device was able to pass all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the device. However, it was recommended that the software be installed as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump keeps turning off. There was no reported adverse event.